Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. No corrosion was observed. Visual inspection has been performed on the usb/charging cable and evidence of burn marks were observed. Visual inspection has been performed on the power adapter and observed crack on the adaptor, indicating use related issue. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed on usb data cable. The returned battery voltage was measured and a power consumption test was performed, and both were within specification. The current draw on the returned reader was within specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. Visually inspected the returned usb charger and no damage was observed. Performed load test on the usb charger and results were within specification range. Visual inspection has been performed on the usb cable and burn marks were observed around micro-usb connector. Performed a continuity test on the returned usb cable using charging and connecting to a pc using cable tester and found short circuit on pins. Reader's usb port was tested using a known good usb cable. The returned reader was able to properly charge when connected to a known good power adapter and was able to communicate with a pc. During charging no hot spots were observed. Test was performed to check the damaged usb cable was able to connect to the returned reader and observed that due to damage the usb cable did not fit in the usb port of the returned reader. The returned reader could not to detect the damaged cable. Therefore, the damaged usb cable did not contribute to the customer's complaint. There was no evidence observed of visible fire on readers pcba or housing. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports visible fire from their adc device while charging with their adc charging cable and adapter. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Custome reports visible fire from their adc device while charging with their adc charging cable and adapter. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.